Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/15/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior and crease flat. Leak test and microscopic analysis was performed which identified: striated opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.